Event description:
The rptr called regarding her husband's surestep meter, after reading about the replacement program in the test strip box. She mentioned that he had gotten a few er1 messages a month or so ago, could not remember exactly when. She said he had gotten the er1 when he was doing a blood test, had retested and gotten a result in the 350's. She said that he felt fine and did not seek medical care. A replacement meter was sent.